Event description:
Home patient (hp) reported the patient connector separated from the patient line tubing of the homechoice set. The reported incident occurred as the hp was removing the protective cap from the patient line, prior to connecting. The hp discarded the current setup and restarted with new supplies. No patient injury or medical intervention reported per hp.